Event description:
It was reported that the pump had a blank screen failure. No patient injury reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the top case and right plunger assembly. It was also observed that the battery was missing. Functional testing found that the device exhibited a constant alarm and blank screen at power up. The investigation determined that an incomplete upload from base to head by the customer was the cause of the reported issue. The software was correctly uploaded. Preventive maintenance was then performed as well as functional and delivery tests, which the device passed. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects.